Manufacturer narrative:
(B)(4). The reported complaint of the 30ga injection needle breaking during use could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. Visual inspection of the returned sample revealed no defects or anomalies observed. The customer also provided photos that appear to show a broken injection needle and x-ray. A device history record review was performed on the 30ga injection syringe with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "while placing an epidural, clinician utilized the 30 ga injection needle within their kit. When the clinician was advancing the needle, it then broke off inside of the patient. The patient now had to get a scan to see where the needle was, so they could safely remove it. Additional information: "the patient is fine and healthy now. The needle broke off, so it had to be surgically removed by a neurosurgeon. It was uncomfortable for the patient."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "while placing an epidural, clinician utilized the 30 ga injection needle within their kit. When the clinician was advancing the needle , it then broke off inside of the patient. The patient now had to get a scan to see where the needle was, so they could safely remove it. Additional information: "the patient is fine and healthy now. The needle broke off, so it had to be surgically removed by a neurosurgeon. It was uncomfortable for the patient."